Manufacturer narrative:
The manufacturer only investigated the returned sensor board. Returned component was evaluated.

Event description:
A ventilator's sensor board was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the sensor board , the root cause of the sensor board failing was found to be pressure transducer (mt2) being out of tolerance due to contamination.